Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the device would attempt to power on, but was unable to complete the boot-up process before powering off by itself. Physio-control then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associate with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause for the reported issue was due to an inoperative crystal, designator y1.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associate with the reported event.